Event description:
It was reported that the customer's device would not power on with ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the flex cable assembly, which connects the user interface pcb to the stack. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use.